Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported, the 25 g x 5/8 in. Bd safetyglide¿ shielding sterile subq hypodermic needle had foreign matter on the needle of product. Found before use. No serious injury or medical intervention noted.